Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 190 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that the alarm occurred shortly after inserting a new battery in the device. The customer experienced an unexpected restart on the pump. The customer was advised to monitor the insulin pump for any further malfunctions. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.